Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code. The hospital representative did not know the failure occurred, but stated that this failure did not occur during patient use, and that there have been no incident reports filed on this pump since the last baxter service event.